Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertex arm ii shipped to site (B)(6) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Suspect vertek arm analyzed. As returned, the arm had been locked down but was easily released. Was able to lock and release without issue. No problem found.

Event description:
A medtronic representative reported a site's articulating arm that would no longer tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.